Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
The sales rep reported his customer found foreign matter in the tubeset prior to being opened. The facility opened another tubeset to complete the procedure. There were no patient consequences.

Manufacturer narrative:
The complaint devices were received and inspected. Visual inspection revealed two strands of hair were seen inside of the blister pack on the device confirming the reported failure. A nc ((B)(4)) was created to further investigate these defects. This device will be sent to the manufacturer for further analysis. These defects were found prior to the packaging being opened. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of (B)(4)cases of devices ((B)(4) tube sets per case) that were released to distribution on may 16, 2016 with an expiration date of march, 2018. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).